Event description:
It was reported there was a lead warning for the right atrial lead which had higher unipolar impedance than bipolar impedance. The lead was reprogrammed to unipolar and the patient will be re-evaluated in six months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.